Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction: information regarding manufacturer report # 3005099803-2014-01395 for the associated device provided.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed under general anesthesia on (B)(6) 2014. According to the complainant, the patient was noted to have a patulous cervix. The physician reportedly used three tenaculums around the sheath. At three minutes and thirty seconds into ablation, the procedure was paused because the raytech sponge was soaked. There was no fluid loss alarm noted. The procedure was then aborted, waited for a minute and thirty seconds to cool down to room temperature, and subsequently removed the sheath from the cervix. It was reported that the patient received a burn both internal and external anatomy (degree of burn was not classified). Silvadene cream and silver nitrate sticks were applied to the burn areas. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01395 for the associated device information. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed under general anesthesia on (B)(6) 2014. According to the complainant, the patient was noted to have a patulous cervix. The physician reportedly used three tenaculums around the sheath. At three minutes and thirty seconds into ablation, the procedure was paused because the raytech sponge was soaked. There was no fluid loss alarm noted. The procedure was then aborted, waited for a minute and thirty seconds to cool down to room temperature, and subsequently removed the sheath from the cervix. It was reported that the patient received a burn both internal and external anatomy (degree of burn was not classified). Silvadene cream and silver nitrate sticks were applied to the burn areas. An additional attempt has been made to obtain follow up event details with no response from the clinician.